Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and one hour after the impella cp device was implant, the purge pressure began to increase coinciding with a drop in purge flow. Tissue plasma activator-lysis was added to the purge line, and the purge values improved. Impella mcs continued uninterrupted with the implanted pump until successfully weaned and explanted as planned. There was no patient harm to the patient as a result of the event.